Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapies including both anti-tachycardia pacing and shocks for atrial fibrillation (af) with rapid ventricular response which was detected by the cardiac resynchronization therapy defibrillator (crt-d) as fast ventricular tachycardia (fvt) and ventricular tachycardia (vt).  The device is still in use. No further patient complications have been reported as a result of this event.